Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive surgeon side console (ssc) viewer involved with this complaint to perform failure analysis. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and found nothing related to reported issue. Installed viewer on an internal test system and could not replicate reported issue during system testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the viewer found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that a "no scope connected" message appeared for the left eye during the case, resulting in the procedure being completed using only the right eye. The customer called technical support engineer (tse) after the system was not docked anymore. The tse asked customer to get the scope off the cart and plug it back in to test again and now the scope and system show an image in both eyes. The customer did not perform a power cycle at any point, as the system remained on the same cycle, and both eyes in the high resolution stereo viewer (hrsv) of the surgeon side console (ssc) displayed a good image. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the surgeon side console (ssc) viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive the viewer involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.